Event description:
It was reported that during a lap gastric bypass procedure, the device did not cut and fired only a few staples. The staples were not completely shaped on approximately one third of the normal staple line. Another device was used to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
D4; h4, h6-information anticipated, but unavailable at this time.